Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse replaced the wash pump and reagent probe, and performed preventive maintenance. The fse then calibrated and ran quality controls, all of which were within range. The cause of the discordant, falsely low ferritin, psa, and cea results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low ferritin, prostate specific antigen (psa), and carcinoembryonic antigen (cea) results were obtained on three patient samples on an advia centaur cp instrument. It is unknown if the discordant results were reported to the physician(s). The samples were rerun and resulted higher. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ferritin, psa, and cea results.